Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.50 x 24mm stent delivery system (sds) was returned for analysis without a stent. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no issues with the tip. A piece of foreign material (fm) was visible within the inflation port of the manifold. The fm resembled plastic and was clear in colour. It was 9mm in length and appeared to have been broken at the proximal end of the manifold. During analysis, attempts were made to remove the fm from inside the inflation port using a tweezers however it was not possible as it was tightly stuck inside. No other issues were identified during the product analysis. There was evidence that the device was used in a manner inconsistent with the labelled indications. The synergy ii us directions for use states in section balloon preparation: ¿¿2. Prepare inflation device/syringe with diluted contrast medium. 3. Attach inflation device/syringe to stopcock; attach to inflation port. Do not bend the proximal shaft when connecting to inflation device/syringe.¿¿ however the tip of the syringe was stuck in the inflation port indicating that it had been connected directly to the device without the use of a stopcock. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jun-2017. It was reported that difficulty prepping occurred. During preparation of a 2.50 x 24mm synergy ii drug-eluting stent, it was note that the tip of the syringe became stuck into the tip of the stent and was not able to be removed from the stent. The device was not used inside the patient and the procedure was completed with another 2.50 x 24mm synergy stent. No patient complications were reported. However, returned device analysis revealed foreign matter.